Event description:
The beltone hearing aid dispenser stated that the user had a wax guard in his ear canal. It was removed. The dispenser also stated that both of the binaural aids had been severely damaged by the user and that each aid had 2 wax guards jammed into the sound outlet opening.